Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised for unknown reasons (left).

Manufacturer narrative:
This is the same event as 3010536692-2014-01769, -01770, -01772, -01773, -01774. This report will be updated when investigation is complete.